Event description:
It was reported that this integrated programmer screen froze while doing normal device check. Troubleshoot the programmer and it can be use again. Evidence suggests a product performance anomaly as the product displayed inappropriate behavior that is not expected. However, this issue is external and does not pose risk to patient's critical therapy. There was no patient involvement reported.

Manufacturer narrative:
The device has not been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.